Event description:
The pt had a drop in blood pressure after the extraction of the first of three chronic pacing leads being removed. Two intra-operative echo's did not confirm a pericardial effusion. The pt was stable for the remainder of the procedure. A post-op echo in the or confirmed a small effusion and a pericardiocentesis was performed.